Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver download cannot be performed with receiver in this state. Opened unit,passes interior visual inspection..performed receiver download with main board separated from ui-u1. Receiver download contains no issues related to complaint. Unable to perform 'try it' test or audio test using communication tool due to continuous initialization. Functional test could not be performed due to continuous initialization. Speaker measures 7.6 ohms(within tolerance). The reported event of an intermittent audio output was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.